Manufacturer narrative:
The system was examined and the reported event was not replicated. The tabletop illuminator module was replaced to address the issue. The system was tested and found functioning as intended.. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported illumination issue can be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had low light output before a procedure. There was no patient involved.